Event description:
Patient reported the wcd system failing to boot up. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. As received, the reported condition (failure to power up) was confirmed. The failure to power up was determined to be caused by a corrupted or damage memory card. After replacing the memory card with a new card, the monitor powered up normally and no other issues could be detected. The root cause for the faulty memory card could not be determined. The failure is identified as an isolated incident and will be trended for reoccurrence.